Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while a patient in the emergency department was receiving infusions of levophed (56.3 ml/hour and 32mcg/ml) , epinephrine (56.3 ml/hour and 32 mcg/ml), amiodarone (33.3ml/hour and 1.8mg/ml), when at 1851 all three (3) channels alarmed as being "disconnected". All three channels shut off. The issue was immediately recognized and within approximately a minute the pumps and infusions were restarted. The hospital medical team reviewed the patient event and indicated no impact to patient related to pump issue.

Manufacturer narrative:
Omit : f27 - no patient involvement, b17 - device not returned, c20 - no findings available. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, imdrf annex f, a, b, c, d,g codes, remedial action required, remedial action#, and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while a patient in the emergency department was receiving infusions of levophed (56.3 ml/hour and 32mcg/ml) , epinephrine (56.3 ml/hour and 32 mcg/ml), amiodarone (33.3ml/hour and 1.8mg/ml), when at 1851 all three (3) channels alarmed as being "disconnected". All three channels shut off. The issue was immediately recognized and within approximately a minute the pumps and infusions were restarted. The hospital medical team reviewed the patient event and indicated no impact to patient related to pump issue.